Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test dop 114-830. Both sensors passed with accurate readings. Also found both cannulas bent. Unable to confirm if customer received sensors damage due to customer returned sensors opened/used. Cannot test or reproduce skin irritation in lab. Analysis not required for sealed sensors due to sensors being expired (07/23/14).

Event description:
The customer reported via phone call that she was receiving sensor errors and calibration errors. Customer reported that she removed a sensor that was bent almost into an s shape. The customer also reported that she removed a previously used sensor and did not see that cannula. Customer thought that the cannula may be stuck in her body, but was not able to confirm. Blood glucose level near the time of the incident was 198 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.